Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with right heart failure. The patient's weight continued to climb despite being on a lasix (furosemide) infusion of 15 mg/hr. Intravenous (IV) milrinone was started. The patient developed anasarca and new abdominal pain.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was stated that the device was still operating as expected and that the patient's outcome was not device or therapy related. It was communicated that the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient experienced a fever on (B)(6) 2022. A urine culture came back positive, but driveline swab and preliminary blood cultures were negative. It was unlikely that the device caused or contributed to the right heart failure since the patient had a high risk left ventricular assist device (lvad) as well as procedures such as: an aortic valve repair (left ventricular outflow tract was completely oversewn with 4-0 prolene suture); a mitral valve explant and resection of papillary muscles (removal of transcatheter aortic valve implantation (tavi) placed in mitral valve position); and a tricuspid valve explant (tavi valve, contour band, and atrial septal defect occluder) with tricuspid valve replacement with 31 mm epic tissue valve. The patient was on 20 mg/hr of IV lasix (furosemide) and 0.5 of milrinone. The patient was very diuretic resistant and had ongoing issues with hyponatremia. Despite having 3-4l urine output daily, the patient's volume remained overloaded with some ascites. A paracentesis was unable to be done as fluid was present in multiple small pockets. The patient was not a candidate for hemodialysis (creatinine 150 and diuresing). Permanent pacemaker (ppm) rate was increased, and coban wraps were attempted to help with peripheral edema but had to be removed due to leg pain. The patient passed away on (B)(6)2023 after transitioning to palliative care.